Event description:
On 06-aug-2025, pentax medical became aware of an event involving a pentax medical video duodenoscope model ed34-i10ct2 in canada within the (B)(6) region. A single-use sterile distal end cap (dec) for a duodenoscope was attached to the distal end of the endoscope, and an inspection was conducted according to the pre-use inspection procedure. When attaching the dec, two staff members confirmed the clicking sound, and the physician visually confirmed it before inserting the endoscope into the patient. Subsequently, when the physician attempted to operate the forceps elevator, the dec detached from the distal end of the endoscope and fell into the patient's body. The physician retrieved the dec using basket forceps for a gastroscope and completed the procedure with another duodenoscope. There was no patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. H6: continued: health effect - clinical code: 4580 foreign body in patient. Health effect - impact code: 4641 unexpected medical intervention. Medical device problem code: 1562 material separation. Component code: 424 cap. Type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available. Pentax medical america (pai) performed a good faith effort (gfe) to gather additional information regarding this event and received a response via email on 12-aug-2025. From the attached complaint form, it was confirmed that a duodenoscope was used in conjunction during the procedure, with the following details provided: model: ed34-i10ct2. Serial number: (B)(6). No additional information regarding the procedure, patient involvement, event circumstances, or reprocessing details was provided in the form. As the root cause of the reported event could not be determined to be attributable solely to either the distal end cap or the duodenoscope, separate mdrs have been submitted for both devices. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. 9610877-2025-00184_(B)(6) distal end cap fell off inside patient. 9610877-2025-00185_ed34-i10ct2_(B)(6)_distal end cap fell off inside patient.

Manufacturer narrative:
H6: continued: health effect - clinical code: 4580 foreign body in patient. Health effect - impact code: 4641 unexpected medical intervention. Medical device problem code: 1562 material separation. Component code: 424 cap. Type of investigation: 10 testing of actual/suspected device, 4110 trend analysis, 3331. Analysis of production records. Investigation findings: 213 no device problem found. Investigation conclusions: 19 cause traced to user, 4315 cause not established. Correction information b4: date of this report - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated. Additional information. D4: primary unique device identifier (UDI). D9: is this device available for evaluation? H4: device manufacture date. H11: evaluation summary. Evaluation summary. The reported event was that the distal end cap (dec) fell off inside the patient. A review of production records showed no deviation or non-conformance. The repair service department attempted to reproduce the failure but was unable to do so. Examination of the detached dec revealed no wear marks on the locking hook, suggesting it may not have been fully inserted into its locking position. Based on the investigation and these results, a potential root cause of this failure was that the dec was not properly attached to the distal end. Additionally, the returned dec could be attached to the scope without issue. A definitive root cause of the reported issue could not be identified. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 10-jun-2024 under normal conditions. During the in-process inspection, image inferiority was detected, and a cis sensor replacement was performed. However, it was confirmed that the endoscope passed all required inspections and was released accordingly. The dates of approval for shipment and the actual date shipped were confirmed on 29-aug-2024. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.